Manufacturer narrative:
This product is manufactured in (B)(4) but is not marketed in the u.s. (B)(6). Diopter: -14.50/+3.00/x005. (B)(4). Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -14.50/+3.00/x005 diopter in patient's right eye (od) on (B)(6) 2015. Low vault was noted and the icl was explanted and exchanged for a longer lens on (B)(6) 2015. This resolved the problem. Post-op visit on (B)(6) 2015, ucva was 20/22. See MFR. #2023829-2015-01436 for left eye.